Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6), 2014, the arterial adapter was found to be broken/cracked. The catheter was pulled and replaced with a new one the following day. The patient recovered with no further issues.

Manufacturer narrative:
Submit date: 11/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one blue adult adapter, which presented signs of use. The arterial adapter was not returned. The adapter came without the catheter or extensions. After a visual inspection, a crack was found on the thread pitch area. Based on the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. The device was more likely damaged during use. The most probable root cause could be due to over tightening the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.